Event description:
Physician reported, pt had a leak at base of port.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: ¿caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Caution: when adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band® ¿ system access port needles. Do not use standard hypodermic needles, as these may cause leaks.¿

Event description:
Physician reported patient had a leak at base of port. Port was revised.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding diagnostic testing or concomitant therapies.